Event description:
Per the clinic, the device was electively explanted (unknown reason) on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.